Manufacturer narrative:
This report is for an unk locking/set screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a lumbar spinal fusion at l1-2 treating l4 centrum fracture on (B)(6) 2021. One (1) unknown set screw was stripped during final tightening. A second unknown set screw was also found to have its tip stripped. It was found that the verse x25 inserter/tightener had a broken tip. The procedure was successfully completed with less than thirty (30) minutes surgical delay. The patient outcome was stable. There was no patient consequence. Concomitant device reported: unknown handle (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown locking/set screws. This is report 3 of 3 for (B)(4).